Manufacturer narrative:
Outcomes attributed to adverse event: updated. Date of death: updated. Describe event or problem: updated. Type of reportable event: updated. Patient codes: updated.

Event description:
Protected tavr study: it was reported that incomplete left bundle branch block (lbbb) occurred. The patient was enrolled into the protected tavr study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The patient was not on prior regimen of aspirin at the time of index procedure. A loading dose of aspirin was given prior to the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 25mm lotus edge valve. On the same day of the index procedure, the patient was diagnosed with incomplete lbbb. In response to the event, electrophysiology study was performed as diagnostic. One (1) day post index procedure, a permanent pacemaker was implanted. Three (3) days post index procedure, the patient was discharged on 81 mg of aspirin. It was further reported that in (B)(6) 2020, the patient passed away. Cause of death is unknown.

Event description:
(B)(6) study. It was reported that incomplete left bundle branch block (lbbb) occurred. The patient was enrolled into (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The patient was not on prior regimen of aspirin at the time of index procedure. A loading dose of aspirin was given prior to the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 25mm lotus edge valve. On the same day of the index procedure, the patient was diagnosed with incomplete lbbb. In response to the event, electrophysiology study was performed as diagnostic. One (1) day post index procedure, a permanent pacemaker was implanted. Three (3) days post index procedure, the patient was discharged on 81 mg of aspirin.